Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent repair of unilateral left cleft alveolus using demineralized cadaveric cancellous bone wrapped in rhbmp-2/acs and enucleation of multiple odontogenic keratocysts in the right maxilla and mandibular left and right angles. Five days post-op the physician noted moderate residual swelling.